Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called because he believes his wife's insulin pump is not working. The customer's husband states his wife has been hospitalized. The husband states that the customer was hospitalized due to fractured hip, but has to remain hospitalized because of high blood glucose levels. The husband states the customers blood glucose level at the time of incident was over 200mg/dl. Husband was advised to contact their healthcare professionals about reaching out to help line, so they can assist in troubleshooting the device. Nothing is being returned or replaced.